Event description:
A malfunction was reported on the pump, with no significant events occurring before it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue occurs again, which they acknowledged and understood.